Event description:
It was reported that the device was coming through the skin and drainage was present. The device system was removed. Infected granulation tissue was also removed. The device and the tissue were sent for culture. The pt recovered without sequelae.